Manufacturer narrative:
Product analysis # (B)(4): equipment used: vis (m-81805), 203cm ruler (m-83360). As found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch and within an opened pipeline flex inner pouch. The pipeline flex embolization device was returned outside the phenom 27 catheter. Damage location details: the pushwire was found to be wavy and bent all over. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. However, the shrink tubing was found intact but pulled back from the proximal bumper. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were fully opened and moderately frayed. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be kinked at ~49.3cm, ~73.2cm and ~117.0cm from proximal end. The phenom 27 catheter tip and marker were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the phenom 27 total and usable length were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen without issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that on (B)(6) 2023, the surgeon performed stent-assisted embolization for the patient with a wide-necked aneurysm in the left ophthalmic artery segment. The conventional 7f cook long sheath reached the c1 segment of the internal carotid artery, and the 5f 115navien and echelon10 dual systems were put in place in parallel. The stent catheter phenom27 passed through the 5f navien and reached the m2 segment of the middle cerebral artery under the guidance of the guide wire. Through the calibration measurement, the dense mesh stent of ped-5-18 was selected for aneurysm embolization. After routine flushing, it was delivered to the end of the m1 horizontal section of the middle cerebral artery through phenom27, and the m1 horizontal section was fully utilized for tip-end pre-deployment. The length of the deployment tip end reached 15mm, but it still could not be opened smoothly (distal end). The surgeon pulled it back to the t fork, and it still could not be opened. And seeing that the tip end of the stent was still bundled together, it was withdrawn from the body for inspection and found that the stent body was damaged. Then, because there were no suitable specifications and models to choose from in the stock, it was decided to treat in stages. For the first-stage treatment, ordinary intracranial stent-assisted embolization was selected; finally, the damaged stent was complained. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. Additional steps taken to attempt to open the pipeline included retrieving, re-deploying, pulling back to the end of the internal carotid artery. The pipeline was resheathed and removed from the patient with the microcatheter.no patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The pipeline and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured wide neck aneurysm of left ophthalmic artery with a max d iameter of 7.6mm and a 5.8mm neck diameter. The landing zone was 3.9mm distally and 5.2mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) administered. Pru level was 100. Angiographic result post procedure was good.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.